Event description:
It was reported that the event involved a 64 year old male pt that expired while in the cath lab during use. The intra-aortic balloon (iab) was inserted via right femoral artery without difficulty. Upon inflation of the iab and initiation of the intra-aortic balloon pump (iabp) the pump alarm sounded indicating a helium leak. The position of the iab was confirmed as correct via fluoroscopy. A new arrow iabp was connected and the same alarms sounded indicating a helium leak. As a result, the device was removed from the pt. No medical/surgical intervention was required. There was a delay or interruption in therapy noted. The pt passed away due to the extent of the myocardial infarction per the rn in charge of the unit and the doctor. They also made the medical judgment that the device did not cause or contribute to the pt's death. An update received on (B)(4) 2013 stated the user did use a sheath for the insertion and the iab and sheath were removed together as one unit successfully. It was stated that in the end they did insert another iab in the same insertion site. The delay or interruption was just for the period to exchange and insert a new iab with no harm to the pt.

Manufacturer narrative:
(B)(4).